Manufacturer narrative:
Device evaluation: the customer's comment "the image is slightly blurry" can be confirmed. The image shows a one-sided blur when viewed. The optics show no damage that could have caused the image to be impaired. When focusing through the rod lens system, minimal particles are visible in some of the individual sections, but these are in the out-of-focus area and have no negative impact on the imaging. A possible cause of the partial blurring could be a displaced imaging component that may have become loose or misaligned during transport. At the time of product testing no deviation in imaging could be detected. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the preliminary inspection, it was observed that the image is slightly blurry. No negative impact in state of health reported.